Event description:
The customer reported vertical lift column not moving up or down. No pt involved. No injury reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No pt injury was reported.